Event description:
It was reported that during a routine follow-up, premature battery depletion was observed. The remaining battery showed 4.5 years remaining, with ventricular pacing at 90%, and atrial pacing at 2%. Last year, the remaining longevity was 7.5 years remaining, with ventricular pacing at 53% and atrial pacing at 3%. A copy of device memory was saved and submitted to technical services for analysis. Engineering review of device data confirmed premature depletion, and the power consumption of this device has been steadily increasing, and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.

Event description:
It was reported that during a routine follow-up, a decrease in the battery's longevity was observed. The remaining battery showed 4.5 years remaining, with ventricular pacing at 90%, and atrial pacing at 2%. Last year, the remaining longevity showed 7.5 years remaining, with ventricular pacing at 53% and atrial pacing at 3%. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. The battery diagnostic data indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Due to this anomaly, a ts consultant recommended device replacement. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that during a routine follow-up, premature battery depletion was observed. The remaining battery showed 4.5 years remaining, with ventricular pacing at 90%, and atrial pacing at 2%. Last year, the remaining longevity was 7.5 years remaining, with ventricular pacing at 53% and atrial pacing at 3%. Data was sent to technical services for review. Engineering reviewed disk analysis, and were able to confirm the premature depletion. The battery diagnostic data indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Device replacement was recommended due to this anomaly. No adverse effects to the patient was reported.